Event description:
It was initially reported that a patient experienced withdrawal symptoms, following a major abdominal surgery that took place on (B)(6) 2010. The following symptoms occurred: alerted mental status, and itching. Later, on (B)(6) 2010, it was further reported that a motor stall; with no motor stall recovery had been confirmed via the pump's event logs. The motor stall was constant. An audible critical alarm was heard on was weekend following the surgery. The alarm was confirmed by telemetry. Safe state / reset in the pump logs was also confirmed. The following additional symptoms were reported: increased heart rate, increased spasticity, decreased blood pressure, and a body temperature of 100.9. It was noted that the patient had been in the hospital since the abdominal surgery, and was placed on valium (15 mg boluses) for "the past few days without resolve." A company representative was planning to interrogate the pump. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).